Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported the patient's heart rate dropped suddenly regardless of the programmed ventricular rate of the device. The patient had trouble breathing during activity. The device was removed and a new device was implanted. During the device change out procedure, it was observed the sleeve of the right ventricular lead was not fixed and the right atrial lead was not positioned correctly. Both leads were repositioned and remain in use. Follow up was conducted to obtain additional information on the patient and the device system, but the attempts were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.